Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead triggered and alert. Upon interrogation it was noted that the trend graph showed historical and current high thresholds and impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead fractured. The lead was explanted and replaced.